Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance. A lead insulation damage is suspected. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated technical services (ts) requested further review for this lead to discard an integrity issue. Ts stated the measurements could potentially also be related to a clinical related situation with ions or with the tissue-system interface.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance. A lead insulation damage is suspected. This device remains in service. No adverse patient effects were reported.